Event description:
Event description cpi received information that at implant this implantable cardioverter defibrillator (ICD) reported 'device is busy' when changing tachy mode from storage to off. The ICD then exhibited a series of error messages, and reported an eol (end of life) battery status. The programmer screen showed the tachy mode change to have been successful. This ICD was not implanted.